Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose at time of incident was 13mmol/l. Customer stated that light does not flash when connect transmitter to sensor. Customer found out that one sensor the electrode was not visible when removing the sensor from the body. Customer current sensor was also removed and electrode was extremely short. The customer agreed that we replace the 3 sensors.